Event description:
It was reported, that patient's right ventricle (rv) lead exhibited oversensing noise. Resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.